Event description:
Caller states customer had low blood glucose symptoms with result of hi (greater then 600 mg/dl) obtained on the aviva system after consuming "a bit" of whiskey. Caller obtained the following results on the aviva system: 171 mg/dl (02:59) 65 mg/dl (02:59) after testing 65 mg/dl caller treated the customer with an injection of glucagon and honey and received the following results on the aviva system (caller unsure if honey remained on her hands when the subsequent results were obtained): 121 mg/dl (03:04) 339 mg/dl (03:08) 148 mg/dl (03:08) 53 mg/dl (03:15) 556 mg/dl (03:34) an ambulance was called, and customer was treated with "serum;" customer's condition has improved. Result obtained on professional device was not specified. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).